Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported the wire popped on the large hem-o-lok clip applier instrument when clipping cystic duct. Customer replaced instrument and another clip was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue occurred when the surgeon attempted to clamp a vessel or tissue bundle and resulted in an unsuccessful clip application. Large weck clips were used for the procedure. The vessel or tissue bundle was not greater in what was specified in the instructions for use (IFU). The incident occurred on the 1st clip application. The instrument was returned to isi and no photos or videos are available for review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was found to have a broken yaw axis 6 grip cable at the proximal inside the housing. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.